Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead display loss of capture due to a lead dislodgment. A lead dislodgement was also noted on the right atrial lead. A procedure was performed to revise the lead, however the lead was accidentally damaged during the attempted repositioning, and therefore was surgically abandoned and replaced. No additional adverse patient effects were reported.